Manufacturer narrative:
The vyaire failure analysis (fa) laboratory received the suspect gas delivery engine (gde) for investigation. The physical inspection found no anomalies with the gde. The fa group calibrated the transducers however, that did not resolve the "circuit occlusion" alarm behavior. The characterization of the exhalation and flow valves were performed, which passed the testing requirement. The valve characterization resolved the reported alarm behavior. The inspiratory flow sensor (ifs) reference voltages were checked and were within specifications. The investigation did duplicate the "circuit occlusion" alarm behavior event during the performance and manufacture testing however, the ifs and autozero errors were not. The root cause could not be determined since no assembly or component failure was identified. Vyaire will track and trend this reported issue and internally investigate the situation.

Manufacturer narrative:
(B)(4). Field service rep evaluation: the field service engineer (fse) went on-site to evaluate the suspect device. The field service engineer (fse) cycled the device in the service mode and confirmed failure errors in the error log of the device. The fse isolated the issue to an internal fault within the gas delivery engine (gde). The fse replaced the gde, performed the operational verification of the device and returned the device to the customer, having met manufacture specification. At this time, carefusion failure analysis laboratory has not received the suspect gde. The completed investigation will be included in a follow-up report.

Event description:
The customer reported an unresolved intermittent circuit occlusion alarm on this avea ventilator while in patient use. The customer reported no patient harm was associated with this event. The device trained customer received the device and reported the event was not duplicated in the biomed department. The biomed reported "ifs voltage fault" and "ifs auto zero error" to our technical support group, which recommended a replacement gas delivery engine (gde).